Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen out of the tubing when fill tubing was performed. It was noted that the customer reloaded the cartridge, refilled the tubing and reported that only a few drops came out, but then it stopped. Reportedly, the customer thought that there may have been insulin leaking out of the luer lock. The customer indicated that a new cartridge and tubing would be loaded. The customer's blood glucose level was not impacted.